Event description:
It was reported that the in-patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen in the critical care unit this morning following multiple shocks, therapy was not exhausted and the device therapy was turned off. The egm showed t-wave oversensing and undersensing in the primary vector. The vectors were checked and undersensing was seen in the primary vector and secondary vector with significant t-wave oversensing in the alternative vector. Three days prior, the patient underwent a successful percutaneous coronary intervention (pci) to the lad and intermediate branch on (B)(6) 2023. The patient has a history of dextrocardia. Data analysis was performed, there was an untreated episode for non-sustained ventricular tachycardia (nsvt), the charge of capacitor was because of that and no oversensing was documented. The undersensing was due to the variable amplitudes. Boston scientific technical services provided technical troubleshooting options, this situation would benefit of an ast mapping with programmer to verify its outcome at current system placement and in a modified location, perform an x-ray to evaluate if high r-waves can be achieved in a different system placement. The plan is to consider device extraction following a year of dual antiplatelet therapy (dapt). No additional adverse patient effects were reported. Device therapy remains off at patients request. This device and electrode remain implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.